Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported wobbling/flickering image was not duplicated, the endoscopic image of the subject device could not display and had streaky noise, and the camera cable was overstressed, bent and broken. Oekg surmised that these image issue might be caused by the breakage of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomena (wobbling/flickering image, striped noise image) were attributed to the breakage of camera cable, which might be caused by excessive force such as bending or torsion to the camera cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the endoscopic image of the subject device wobbled and flickered. The user surmised that this phenomenon might be caused by the breakage of the camera cable. There was no report of patient injury associated with this event.